Event description:
The patient's pump was removed prophylactically to avoid in vivo battery depletion; "no event". Patient recovered without sequelae. Drugs delivered were lioresal and dilaudid.

Manufacturer narrative:
(B)(4). Final device analysis reported high s2 battery resistance. The in house battery tester par 273a reported r = 350 ohms. The battery logs showed .45 volt drop. No significant anomalies were noted in pump logs except for a past motor stall recovery.